Event description:
The plaintiff's attorney alleged that the decedent was feeling ill on (B)(6) 2012 and subsequently experienced a probable cardiovascular event expiring on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (iii define) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00607, 00608, 00609.